Event description:
It was reported that the pt experienced decreased therapeutic effect and increased pain. The pt had an episode of symptoms during troubleshooting, which resulted in her being admitted to the hosp in (B) (6) 2009. As a result, the pt's pump was then programmed to "stopped mode" by the physician. A catheter dye study and rotor study were done. The pt had a catheter revision procedure on (B) (6) 2010 for a suspected granuloma (see MFR's #3004209178-2009-09430). The original pump was left implanted at the time of the catheter revision and was re-programmed successfully after the procedure. Sometime after the pt's catheter revision, it was noted that the pt's pump had read "stopped" for 1092 hours. The pt's critical pump alarm occurred again but was not logging the alarm info into the pt programmer. The pump was replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine, baclofen morphine sulfate.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.